Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving adequate coverage. The patient also experienced pain down her left arm when she activated stimulation. An impedance check revealed several invalid contacts. X-rays showed one end of the lead has migrated and the other end is fractured. As a result, the patient will undergo surgical intervention.